Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided in a supplemental.

Event description:
The manufacturer became aware of the publication "risk factors for cutout failure of gamma3 nails in treating unstable intertrochanteric fractures: an analysis of 176 patients" published in the journal of the chinese medical association, which was published in september 29, 2016 and is associated with gamma3 trochanteric nails. Within that publication 24 postoperative complications/ adverse events were reported, which occurred between 2010 and 2014. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database however revealed that the events had not been reported by the hospital or by the author of the publication, therefore 24 events were initiated retrospectively. This product inquiry addresses a cutout failure for an unknown gamma3 trochanteric nail.